Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.